Event description:
Customer was hospitalized due to high blood glucose. Customer was vomiting and had abdominal pain. Troubleshooting was performed and moisture was discovered in the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.